Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart xl+ was acquiring poor ECG readings. There was no reported patient involvement.